Event description:
Related manufacturer reference number: 2017865-2023-49787. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the vein was so tortuous that no torque was transmitted, and the catheter was inoperable. The introducer sheath was removed from the right side, and then bleeding from the puncture site occurred. It was thought the sheath ruptured the vein. The bleeding was stopped, and a left side attempt was made but failed due to anatomy. Implant was abandoned due to risk. The patient was stable.

Manufacturer narrative:
The reported event of unable to implant was confirmed. As received, an introducer was returned in one piece with inserted dilator. Visual inspection found the distal tip of the introducer was damaged consistent with procedural damage. No further anomalies were found.